Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a ua 45 (driveshaft not at "home" position after power-on/restart) error message was reproduced during evaluation. Review of the archive data confirmed the occurrence of the ua 45 error message on (B)(6) 2018 and not on the reported event date of (B)(6) 2018. The root cause is due to the driveshaft not being in home position. As part of routine service during testing, the platform was further examined and found physical damages. The autopulse platform is a reusable device and was manufactured on 29 feb 2008. It has exceeded its serviceable life of 5 years and is about 10 years old. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device and is unrelated to the reported complaint. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive is easily clearable by user. For example, a ua 45 error message alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua 45 error message, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. Rotating the driveshaft back to home position cleared the ua 45 error message. After, the damaged parts were replaced, the platform was further functionally tested and passed full specification. Historical records were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed a ua 45 (driveshaft not at "home" position after power-on/restart) error message. The user was unable to clear the error message. The issue occurred during routine check, no patient involvement.